Manufacturer narrative:
It was reported that "unit leaked when it was activated. Some liquid squirted out and went onto patient and a small amount went into their mouth. Patient rinsed mouth amd had several glasses of water. No nausea, vomitting or headache. Doctor on call was notified and poison control was contacted." There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that "unit leaked when it was activated. Some liquid squirted out and went onto patient and a small amount went into their mouth. Patient rinsed mouth amd had several glasses of water. No nausea, vomitting or headache. Doctor on call was notified and poison control was contacted."